Manufacturer narrative:
(B)(4): evaluation revealed that when the pump was opened there was moisture found on the pcb. The pump failed to power on.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the buttons are intermittently unresponsive. It was reported that there is no physical damage to keypad and no exposure to moisture.